Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station database was corrupted, and synchronization stopped. A technical support specialist (tss) informed the customer that the station database was corrupted and had stopped synchronizing and recommended consulting an sme to determine whether disaster recovery would be required, noting that full recovery of all transactions could not be guaranteed. The database size exceeded 10 giga bytes and attempts to reindex and shrink it did not reduce the size; additionally, a full sync backup could not be created. The tss followed the steps in knowledge article, medes & pases device is unusable the transaction log for database dsclientoltp is full due to checkpoint and paused at the detach step while awaiting sme confirmation. After continued communication with the customer, the tss proceeded with the remaining steps outlined in the knowledge article and successfully completed the data synchronization. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, fatal error had occurred on the underlying data source and that it could have been caused by a network connection problem or a hardware issue. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.